Event description:
It was reported to philips that the geometry movements were unavailable. The device was in clinical use at the time of the reported event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information the issue occurred during a diagnosis procedure, and it was completed by moving the patient to another room. The philips field service engineer (fse) inspected the system onsite and confirmed that the geometry movements were unavailable. A review of the system logfile confirmed the reported malfunction. Upon functional testing, the fse checked the longitudinal brake assembly and identified the connection issue. To resolve the reported issue, the fse soldered the connections to the longitudinal brake assembly. After repair, the system was returned to use in good working order. The codes were updated based on the investigation outcome.